Manufacturer narrative:
This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation it was determined that this was an isolated case. An internal action was opened to address this issue. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a redo afib (atrial fibrillation) ablation procedure with an unknown qdot micro catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. V7.2. (Full software version unknown by caller). It's been said at the end of the procedure , while drawing the catheter out of the left atrium, the patient experienced pain in the chest and the blood pressure dropped. Thee doctor did an echographia and saw that the patient had pericardial effusion. Then had to place a drain to remove the blood around the heart. Catheter used : qdot micro and octaray. Sheet used: vizigo. Case completed. Patient consequences: pericardial effusion. No delay. Local team also informed about a pacing issue they had in the same case. Every time they pace the bs (body surface) ECG (electrocardiogram) disappears. The adverse event occurred on (B)(6) 2023. It was discovered post use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the procedure. Intervention provided was that they tried to suck the blood in pericardium through a needle but the amount of the blood was so little that they couldn't. Outcome of the adverse event was fully recovered. Patient required extended hospitalization because of the adverse event as they stayed 2 days for observation. Generator information was ngen, ref: m685306, sn: (B)(6). Lot number of ngen is not available, pump information was pump ref: d139701, sn: (B)(6). Transseptal puncture was performed but no more needle info is available. Prior to noting the pe or CT, ablation was performed. No evidence of steam pop. The event occurred post procedure under extraction of catheters. Irrigated catheter was used in the event, the flow setting was 2ml. Lot number of device involved qdot micro and octaray (serial number / product code / product name) are no longer available. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function.